Event description:
Patient was on crrt and the fluid warmer on the machine was not working. Patient temp documented at 93.9 at 10:10. Patient had a cardiac arrest at 10:50. Next temp documented post arrest was 98, after crrt turned off. Doctor feels that hypothermia is potentially the cause of the arrest. Patient was successfully resuscitated.

Event description:
Patient was on crrt and the fluid warmer on the machine was not working. Patient temp documented at 93.9 at 10:10. Patient had a cardiac arrest at 10:50. Next temp documented post arrest was 98, after crrt turned off. Doctor feels that hypothermia is potentially the cause of the arrest. Patient was successfully resuscitated.